Event description:
Customer reported intermittent boot problem. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the at communications pcb. System operates as intended.